Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the distal port. This occurred during gravity infusion at 100ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing under water was performed and confirmed the reported condition of leak. The reported condition was verified. The root cause was determined to be machine factor, it was necessary to improve the machine conditions to minimize the potential risk of non-conforming product. Improvements on module operation machine were implemented post the manufacturing date of clear link batches. Should additional relevant information become available, a supplemental report will be submitted.